Event description:
Metal on metal depuy right hip replacement. Hip implanted (B)(6) 2010 due to osteoarthritis. I experienced a period of relief, followed by increasing pain, discomfort, stiffness, numbness in my right hip and groin area, as well as difficulty bending and pain radiating to right ankle approximately 18 months after the surgery. Labs in (B)(6) 2013 revealed elevated chromium levels. All other treatment modalities were exhausted and decision was made to proceed with right hip revision, which was done on (B)(6) 2013. Diagnosis: right hip arthroplasty.